Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported that patient underwent revision elbow arthroplasty procedure on (B) (6) 2007. Another revision procedure was performed on (B) (6) 2008 and two condyle lock screws were implanted. Subsequently, radiographs taken on (B) (6) 2010 reveal that there is a free-floating screw. There has been no additional revision to remove the screw reported to date.